Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one nc euphora coronary balloon, balloon deflation difficulties occurred. The device failed to deflate at the lesion site following the first inflation. The device was being used to post-dilate a stent in the right coronary artery (rca). Removal difficulties were also encountered removing the balloon following inflation as the balloon would not deflate. Multiple interventions were performed to remove the balloon and it was eventually pulled back out, but it remained inflated. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the stents deployed were both medtronic stents, the onyx frontier 3.5x12mm and onyx frontier 3.5x38mm. Intracoronary imaging of the stents and coronary artery was performed after deflation of the nc balloon failed. There was no damage evident to the stents either before or after post dilatation. Product analysis summary: the device was returned to medtronic for evaluation. Upon return of the device, the balloon was observed to be inflated. Contrast was visible within the balloon. The proximal balloon bond and inflation lumen showed evidence of necking. Due to the condition of the proximal bond and inflation lumen, deflation testing could not be performed. No other deformation evident on the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: difficulties were also noted during inflation of the device. It was noted that there appeared to be slightly greater resistance when turning the inflation device clockwise. The resistance was not enough to prevent the turning but it was different to the normal experience. The balloon was being observed on the screen and it was possible to continue turning clockwise and the balloon inflated. It was stated that it took a few more seconds to inflate compared to normal. An inflation pressure of 16 atm was applied for inflation. The patient became unstable and heart rate and blood pressure dropped. The patient complained of chest pain. A gentle pull was given on the balloon and it was possible to slide the balloon back out of the stent with gentle traction. The inflated balloon was continued to be pulled all the way back into the aorta. The blood flow was restored to the coronary artery and heart rate and blood pres sure recovered. Further post dilation of the stent was performed with a non-medtronic balloon. The right coronary artery (rca) had 75-94% stenosis. It was not difficult to remove the protective sheath/stylette. The device was inspected before use with no issues no ted. Negative prep was performed with no issues noted. Resistance was not noted when advancing the device to the lesion. A 50-50 concentration of contrast/saline was used. The device was not moved or repositioned while inflated. There was no injury to the patient as a result of the event. There were no issues identified with the non-medtronic inflation device. Lot number provided. Patient age, sex, weight. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.